Event description:
A malfunction was reported on a pump, but no notable events occurred prior to this issue. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. To resolve the problem, a replacement pump was provided by the support team. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery and was informed that the new pump will come with updated software. Instructions were given for returning the faulty pump and for using the new pump, which the customer understood and acknowledged.